Event description:
A gore excluder aaa endoprosthesis was implanted in 2006 to repair an infrarenal aortic aneurysm. An intraoperative angiogram revealed a proximal type I endoleak. A gore excluder aaa endoprosthesis aortic extender component was implanted to treat the endoleak. A final intraoperative angiogram revealed that the endoleak had resolved. One month later a computed tomography can confirmed the presence of a proximal type I endoleak, which had been present for greater than thirty days. No further intervention is planned at this time.